Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. More than six months after the procedure, on (B)(6) 2012, the pt underwent a total knee revision.

Manufacturer narrative:
No add'l eval was completed by mako in this case. The revision was required due to pt bone quality. The pt had advanced disease and was advised he needed a tka, but he had insisted on a unicondylar procedure. There is no evidence that the rio or implant system contributed to the event.